Manufacturer narrative:
On 13-mar-2025, vibrant received an anonymous voluntary medwatch report (ref: mw5167411) detailing an incident where a patient experienced abdominal pain associated with 11 non-expelled vibrant capsules. Of these, 10 capsules were located in the patient's rectum, and one in the cecum, as shown in a CT scan performed 48 hours after the patient ingested the last vibrant capsule. The patient's medical history includes anal sphincter spasm and defecatory dysfunction. However, details regarding the duration of vibrant treatment and the event outcome are currently unknown. Due to the lack of information provided in the medwatch report, vibrant is unable to follow up on the reported event. No facility, device, or reporter information was included, making it impossible to link this event to a specific physician, facility, or user. Vibrant is submitting this report in response to the user-submitted medwatch. The CT scan shows 10 out of 11 non-expelled vibrant capsules in the patient's rectum. The patient's medical history includes anal sphincter spasm and defecatory dysfunction, which are listed as warnings in the vibrant IFU. These conditions may have contributed to the remaining capsules in the large intestine. The vibrant medical advisor reviewed the available information and found it difficult to determine with certainty that the capsules are causing the pain. Furthermore, the vibrant medical advisor believes that this patient was not a suitable candidate for vibrant treatment in the first place. Should additional information become available, the complaint record will be updated, and a follow-up medwatch report will be submitted.

Event description:
On 13-mar-2025, vibrant received an anonymous voluntary medwatch report (ref: mw5167411) detailing an incident where a patient experienced abdominal pain associated with 11 non-expelled vibrant capsules. Of these, 10 capsules were located in the patient's rectum, and one in the cecum, as shown in a CT scan performed 48 hours after the patient ingested the last vibrant capsule. The patient's medical history includes anal sphincter spasm and defecatory dysfunction. However, details regarding the duration of vibrant treatment and the event outcome are currently unknown.